Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 multiple cubies (b1, b2, b3, b4, b5, b6) were failed and was not to detected on the bus. A field service engineer (fse) cleaned the contacts on the drawer controller board and row header cable. After securing the connections, the fse tested the system using the hardware testing application (hta) and found row b was missing. The fse had resolved the issue by removing the pockets, cleaning the trays and securing the cable to all trays. The final test in hta had confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the auxiliary drawer 4.2 multiple cubies were failed, and it was unable to detect on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients and the user managed to dispense medication from pharmacy. However, there were no adverse events or injuries reported based on this event.